Event description:
Per the clinic, the patient experienced performance decrement. The device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 2, 2022.